Manufacturer narrative:
This product is registered as a combination product.

Event description:
During preparation for a device replacement for normal elective replacement indicator (eri), it was noted that there were episodes of noise reversion that resulted in oversensing on the right atrial (ra) lead. No intervention was performed on the ra lead and the ra lead remained implanted. No lead or insulation anomalies were noted during the device replacement procedure. The patient was stable and will continue to be monitored.